Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-02. H.6. Investigation summary: one photo was provided for evaluation. It shows the syringe barrel with the embedded degraded resin. On june 2, 2020, one sample was received for investigation. The sample came in a plastic bag. This is the sample shown in the photo. It has the embedded foreign matter. This is degraded resin. The potential root cause can be attributed during the syringe barrel molding. Embedded burnt plastic can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found on the barrel prior to use with a bd syringe enteral 20ml bns. The following information was provided by the initial reporter: barrel of feeding syringe has black pieces embedded in the barrel.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Initial reporter phone #: unknown.

Event description:
It was reported that foreign matter was found on the barrel prior to use with a bd syringe enteral 20ml bns. The following information was provided by the initial reporter: barrel of feeding syringe has black pieces embedded in the barrel.